Event description:
Approximately (B)(6) 2013 had essure and novasure at same time. Had severe left sided pain. Had kidney stone surgery because we thought it was from stones. After stone removed continued with pain. Went to gynecologist. It was determined that the left fallopian tube was swollen due to back up of blood because novasure did not take properly. Had to have hysterectomy.